Event description:
A dual chamber pacemaker was implanted. When analyzed by the pacemaker rep the next morning, the atrial lead was noted to have low impedance. During the lead revision, the lead was noted to be defective at the proximal portion. The lead was removed intact and a new lead was inserted (tendril 1888tc, 52cm) and this lead was also noted to be defective at the same proximal portion. The lead was removed intact. The leads were cracked approximately 8cm from the proximal end. A third lead was inserted (tendril 1888tc, 46cm) with no defects noted. It has not been determined if the crack was in place before implantation or occurred during implant. The patient spent an extra day in the hospital. The outcome was positive and the patient was discharged home. Manufacturer response: both leads were visually cracked. Waiting on additional analysis of leads.